Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and sleeve head and a tip seal observation.

Event description:
It was reported that at implant the helix on the lead would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.